Manufacturer narrative:
Suspect medical device components involved: model #: tcn-10 lot #: 110916 description: nitinol tc electrode, 100 mm.

Event description:
Device evaluation on the returned electrode showed that the epoxy has a chip out and discoloration. The color of newly cured epoxy is amber, light brown. If the epoxy is subjected to too many autoclave cycles it becomes brittle and discolored.